Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ewzl, implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient is a very active person who plays sports such as ice hockey and rugby. The patient is experiencing a loss of stimulation. The caller assumes that the battery needs replacement because at the time of implant, they were told the battery will need to be replaced every few years. Or the caller thinks all the leads might have moved/broken. The patient is starting to notice bowel issues. They are unable to find a doctor to check the device because most of the doctors do not accept their insurance. The current hospital will not release their medical records to other doctors or hospitals. The last time their saw the doctor was a 1 and a half years ago. The caller stated that about a year and a half ago, when they were about to go on vacation, the patient went in for a routine checkup, everything was working fine. The healthcare professional (hcp) ran all the tests and found out one of the patient¿s leads had broken or moved. They could not remember what the hcp said if it was broken or moved. The caller noted it did not affect the patient¿s therapy at all. The caller noted the hcp did not show a big concern regarding the lead issue they discovered. The patient continued to do great with the device and therapy until recently. When the caller was asked if the hcp planned to do anything about the broken/moved lead she stated no, since the patient was still receiving excellent therapeutic relief. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.